Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894865 and gd894881 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized for this event. Three days prior to the onset of peritonitis, the patient experienced tunnel infection. The cause of the tunnel infection was unknown. The cause of peritonitis was unknown. However, it is possible that the tunnel infection could have traveled to the peritoneal dialysis (pd) catheter causing peritonitis. On the day of the onset of peritonitis, the patient was treated with intraperitoneal (ip) gentamycin (0.002 mg per ml; frequency not reported) and cefepime (ip, 0.125 mg per ml; frequency not reported). Approximately three weeks later, the antibiotic treatment was withdrawn. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).